Event description:
Uhs vendor tested the omniguide laser sn (B)(4) and working prior to the patient entering the operating room suite. When it came time to start procedure the surgeons test the laser and discovered it was working; intermittent laser firing. Our equip manager for operating room was notified.